Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 30) occurred during the load sequence with multiple cartridges. There was no reported impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.